Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that insulin pump buttons hard to push. Customer's blood glucose level was unknown. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device had intermittent buttons response due to flattened act and down buttons dome switch. No unlocked j2 or lcd keypad connector noted. (B)(4).